Manufacturer narrative:
The inflation device started with inflation and then there was no pressure at all. At first they thought the inflation device was faulty. The euphora device was not moved or repositioned prior to the leak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one euphora rx ptca balloon catheter to pre-dilate a non-tortuous and mildly calcified lesion located in the mid lad. The device was not inspected. Negative prep was performed with no issues. The lesion was narrowing and needed to be pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that during the first inflation at 10 atm, contrast was seen leaking out of the balloon. The device was deflated and removed. A non-mdt balloon was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the balloon returned deflated. The balloon folds were expanded. There was blood visible in the balloon. Crystallized residue was visible in the inflation lumen. There was no stretching evident to the balloon bond. There was no deformation evident to the distal tip. It was not possible to inflate the device due to crystallized contrast in the inflation lumen. The device was placed in the waterbath to disperse the crystallized contrast in order to aid inflation. Upon removal from the waterbath the balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the distal section of the balloon material. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material directly above the distal markerband. There was no lead in scratches evident proximal or distal to the tear site. There was no other damage evident to the remainder of the device. Image analysis: a contrast image shows what appears to be a balloon inflated in the proximal lad. A separate angle of projection shows the device inflated in the lad. There are no images showing contrast leaking from the balloon. If information is provided in the future, a supplemental report will be issued.